Manufacturer narrative:
.

Manufacturer narrative:
.

Event description:
During the event, the patient¿s heart rate dropped to the low 30s and experienced asystole for a few seconds. There were no traumatic events or medication changes prior to the events. The neurologist believed that the arrhythmia was possibly related to vns stimulation and believed that vns exacerbated or co-currently contributed to the arrhythmia. In the opinion of the medical professionals treating the patient at the time of the events, the bradycardia and asystole were felt to be related to vns.

Event description:
It was reported that while the patient was with his wife in the hospital he began experiencing syncope and was seen in the emergency department. It was noted that the syncope and bradycardia the patient was experiencing was in sync with device stimulation. The magnet was placed over the device and the patient improved. The patient's magnet was removed and the patient became pale and had a syncopal episode. The device was programmed off and the patient was seen by a cardiologist. The cardiologist believes that the patient may have an underlying cardiac issue that has contributed to the bradycardia and sycope. It was reported that the plan is to place a pacemaker. The patient's mother reported that the patient's heartrate increased with the device programmed off. The physician reported that the patient will undergo pacemaker implant. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
An article titled ¿vagus nerve stimulation and late-onset bradycardia¿ by the patient¿s treating physician reported that 1 year and 11 months post-implantation, the patient experienced recurrent syncope, associated with lightheadedness, difficulty breathing, and complete loss of consciousness, lasting up to 10 seconds. His stimulation parameters were unchanged for five months prior to syncope, and there were no preceding medication changes. Immediately before hospitalization, the patient¿s caregiver observed heart rate in the 40s during his syncope, occurring every 3-4 minutes. Similar observation of bradycardia on cardiac rhythm strip was seen, with vns stimulation felt by the patient. He had sinus bradycardia, with heart rate of low 30s, which instantaneously resolved when the vns was deactivated. When diagnostic testing was attempted, he had immediate syncope after vns was reactivated, associated with sinus bradycardia and asystole. Thus, vns was again deactivated, without any further bradycardia or syncope. X-ray ruled out lead breakage. Cardiologist had recommended placement of temporary transvenous pacemaker backup when testing the integrity of the vns and its effect on cardiac conduction system and blood pressure, but the patient and his family chose to leave the vns deactivated. One month after vns deactivation, a 48-hour holter monitor showed normal heart rate and rhythm. A transthoracic echocardiogram at four months was normal. There was a great concern for worsening of his convulsion, but after six months, his seizure frequency had remained stable, without any convulsion. Cardiac and metabolic causes were ruled out. The patient had no prior history of cardiac problems. The physician notes that the limitation of this report is the absence of device diagnostics, to ensure device proper functioning. The brady-arrythmia was most likely related to vns, but the ultimate cause remained unclear to the physician. Anatomic variation of vagus nerve innervation of the heart could not be ruled out. However, the physician noted that this would be a more likely explanation if symptom onset was seen earlier, during or closely after initial device placement or generator replacement.